Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
While the smart control was advanced in the patient the device became stuck in the left superficial femoral artery. The vessel had mild calcification and 100% stenosis (cto). Vessel tortuosity was unknown. When it was pushed forwards the outer sheath split and the stent was prematurely deployed approximately 0.5 mm from the sds. The device was exchanged and the procedure was completed without patient injury. There was no adverse event and the patient is in stable condition. Analysis of the returned product did not confirm the split/torn catheter tip. One non-sterile smart control 6x100 mm was received coiled in a plastic bag. The locking pin was not received. The stent was partially deployed 0.4 cm. The outer sheath was bent at the ID band. Blood residues were observed at the distal tip. Neither the brite tip, nor distal tip were split. A 23 cm section of the outer sheath was found twisted 44.5 cm from the ID band. No other discrepancies were found. The outer diameter (od) of the stent delivery systems was measured in several places and was found to be acceptable per drawing (B)(4). The usable length of the sds was measured and it was found acceptable per drawing # (B)(4). The catheter was introduced into a 6fr lab sample csi introduce per (B)(4) and no resistance was felt. The stent was deployed per (B)(4) with no resistance felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "failure to cross" condition reported by the customer was not confirmed as no discrepancies were found during the functional and dimensional analyses. The "frayed/split/torn- in patient catheter tip" condition reported by the customer was not confirmed since brite/distal tips were not found frayed/split/torn. The "premature deployment" condition reported by the customer was confirmed as the stent was found partially deployed. The "deployment difficulty" reported by the customer was not confirmed since the stent was deployed with no resistance found the cause of the bent/ twisted (damaged) outer sheath found during analysis could not be conclusively determined; however it does not appear to be manufacturing related; controls are in placed at the final assembly and packaging processes to prevent these type of failures, as well as inspections in place to detect damage in the sds, reference procedures documented in route sheet # (B)(4). Handling and the coiled condition of the unit received for analysis may have contributed to the failure as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer is manufacturing related, therefore no actions will be taken at this time. It is unknown if unusual force was used in the attempt to cross the lesion. An internal cordis investigation revealed that pushing the sds against resistance can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." It is unknown if, as the IFU advises, the user advanced the stent delivery system past the lesion site and then pulled back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
After performing ivus, the smart control was advanced in the patient for direct stenting. However, the device became stuck at the target lesion. When it was pushed fowards distally, the outer sheath became split and the stent was prematurely deployed approximately 0.5mm from the sds. The device was exchanged to another unknown product, and the procedure was completed without patient injury. The target lesion was left superficial femoral artery. Mild calcification and the rate of stenosis was 100% (cto). Vessel tortuosity was unknown. There was no adverse event and the patient is in stable condition.